Manufacturer narrative:
The customer later reported the device will not be returned for repair at this time as the facility is looking into purchasing a new system. The investigation is ongoing. However; if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via service request that the customer video system has a dim light output, socket is loose. The reported defect was found during an unspecified procecdure. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 12 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.